Manufacturer narrative:
The lead under complaint was subjected to an extensive analysis. Upon receipt, the lead was found dissected in two segments at 16.5 cm distal to the is-1 connector pin. A 5 cm portion of lead body between the two segments was not received for analysis. The inspection revealed multiple abrasion marks along the received segments, with a damaged insulation at the distal segment. This insulation damage can be considered to be the root cause of the noise mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further inspection showed that the tip of the lead was ripped off and not returned for analysis. This occurred presumably during the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This device was returned without oos documentation from boston scientific. The rv lead was explanted and replaced due to noise. Should additional information become available, this file will be updated.